Manufacturer narrative:
No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
It was reported that a gen2 primary console that gave the message motor stopped. The customer communicated that the unit was sent in for evaluation and repair. The motor was returned to the customer. When the customer attempted to use the device again, the motor stopped messaged appeared again.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor used at the time of the reported events was not returned for analysis. A request for product return was made but the customer stated that the devices involved in this event will not be returned and that the issue did not happen on a patient. As a result, the reported event could not be confirmed and the root cause could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.